Manufacturer narrative:
The investigation was started, the results will be provided in a follow up / final report.

Event description:
It was reported that "the device was smoking during use and the buzzer had been ringing the alarm."

Event description:
Please refer to the initial report.

Manufacturer narrative:
For the investigation the provided photo and the description of the event was analyzed. The provided photo was showing a charred electrical component on pba pi main. However, as the affected part was not available for the investigation, it was not possible to finally clarify the root cause. The evita v300 meets the requirements of iec60601-1. In particular, the risk of fire is mitigated by various risk control measures, e.g. Material selection and electrical means of protection. A malfunction of the pba pi main can impair the ventilation of the device. However, based on the available information it could not be confirmed if the ventilation was impaired. If operation of the device is impaired the device will prompt appropriate alarms in order to alert the user. If the ventilator fails completely for any reason, the safety valve will open to ambient allowing the patient for spontaneous breathing. The auxiliary auditory alarm will be activated in order to alert the user to the deviation. This alarm is energized from an independent power source and will be raised even in case of a present power failure event. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The reported deviation of a charred component in this area of the printed circuit board assembly is assessed as an isolated case.